Event description:
It was reported to boston scientific corporation that a clear renal sheath was used for stone removal during a percutaneous nephrolithotomy (pcnl) procedure performed sometime in (B)(6) 2020. Following the procedure, the patient developed aspiration pneumonia, necessitating a five-day hospital stay for antibiotics treatment. Per physician's assessment, the event was serious, was not related to the device, and not related to the procedure.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of september 1, 2020, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2020, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.